Event description:
When the plug was pulled out of the outlet, the metallized zoll stat padz bag touched the plug prongs and shorted out the outlet and damaged the alaris plug. There was no damage to the alaris unit itself. ------------------------------------------------------------zoll stat pad was hanging at hob head of bed from metal clip on the wall and was right next to a red outlet that had an IV plugged into the red outlet. As the plug was pulled out of wall, it must have touched the plug to the zoll pad packaging and sparks, pops and smoke came out of the outlet. Electrical outlet examined by biomed and determined to have no effect to the outlet.